Event description:
It was further reported that resistance was experienced inserting the accustick unit to the bladder due to tight anatomy. Resistance was also noted when withdrawing the outer sheath. After the sheath was removed from the patient, it was noted that the radiopaque markerband had detached. Fluoroscopy showed that the marker remained stuck against the wall of the bladder. A second access site was obtained and the marker was snared. The patient remained stable throughout. The procedure was completed with a different introducer sheath.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with residue present and the radiopaque (ro) marker detached. An examination of the device found the inner, outer, and stiffening cannula bent near the middle. The distal tip of the outer sheath was found torn. Indentations/swage impressions were present approximately 4-7mm from the distal tip which indicated that the ro marker was likely attached securely during manufacturing. There was an obvious kink present on the outer sheath approximately 1.4cm from the distal tip. A microscopic evaluation of the ro marker found that the circular edge was slightly pinched at one side giving evidence that the ro marker was likely swaged during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a treatment procedure, a radiopaque markerband detached from the catheter. The physician was placing a suprapubic catheter when the radiopaque marker of this accustick introducer detached from the dilator inside the patient. The detached marker was snared from the bladder. No further patient complications were reported.